Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the metal face of the serfas wand broke off. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the metal face of the serfas wand broke off. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.